Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device displayed "defib fault 108" and "bridge test failed " message.complainant inicated that the clinician obtained another device to continue to treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.